Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber broke inside the patient and started shooting in all directions after 127,547 joules of use and 23:07 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.

Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fiber broke inside the patient and started shooting in all directions after 127,547 joules of use and 23:07 minutes. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome information was not provided.